Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The device was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Microscopic visual inspection noted that the rv+ and ra+ seal plugs were missing. Tool marks were noted in the device header surface and the header was slightly loose. A broken wrench tip was noted in the ra+ setscrew hex slot. The ra+ setscrew was backed up against the retainer ring. All other seal plugs were intact and all other setscrews moved freely and operating normally. The device was put through and passed a series of automated diagnostic testing.

Event description:
Boston scientific received information that during a routine change out procedure, the right ventricular (rv) lead experienced difficulty when being removed from this chronic device. It was later noted that the implanting physician did not loosen the back rate/sense set screw. No further complications were observed.